Manufacturer narrative:
The insulin pump had motor error alarm during rewind test due to corroded motor home switch. Analysis was unable to perform idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker and minor scratched lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were unable to rewind the insulin pump. The customer also reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 406 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.